Event description:
It was reported to philips that the device had a cracked cover. The customer declined philips service to repair the device. The customer declined philips service to repair the device. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
It was reported to philips that the device had a cracked cover. There was no patient involvement.